Event description:
A reflex steerable guidewire was noted damaged when the package was opened. The coil that is wrapped around the core wire was pulled apart.

Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.